Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Customer's pump unexpectedly shut down and would not wake up even while plugged into a power source. The impact to the customer's blood glucose is unknown, but she insulin shots at her disposal.